Event description:
The customer experienced 2 hypoglycemia events after injecting with insulin based on the ibgstar meter readings. On (B)(6) 2012 at 8 pm, the patient reported a bg value measured by ibgstar at 600 mg/dl leading to administration insulin based on that reading. At 11 pm, bg value measured by ibgstar was 300-400 mg/dl. No more insulin was administrated. During the night, the patient was woken up by his wife because he was sweating a lot and had trouble speaking. His wife measured his bg at 40 mg/dl with accucheck. She gave him sugar and called emts. At arrival of the emts, the patient received glucose and the glucometer of the emts reported 100mg/dl after administration. The patient recovered and was not hospitalized. On (B)(6) 2012, the patient experienced similar event where bg measure with ibgstar was 500mg/dl, he took insulin, and woke in middle of the night with sweating and had trouble speaking. Customer took sugar and the symptoms resolved.

Manufacturer narrative:
Meter was not returned for evaluation.